Manufacturer narrative:
Device evaluation summary: the service engineer (se) evaluated the device and identified a relevant diagnostic codes in the ventilator¿s memory logs. The service engineer performed compressor and flow sensor calibration test and both tests passed. As a precaution the exhalation flow sensor was replaced. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced part is returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the transport of a patient, this 980 ventilator generated a safety valve open (svo) alarm. The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.